Event description:
It was reported to philips healthcare that the device failed to discharge after being charged. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.